Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
An ophthalmic surgeon reported extremely poor cutting of the probe occurred when the surgery was started. The condition of aspiration and actuation was unknown. The surgery was completed after replacing the product with another one. The is no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
A device history record (DHR) review was conducted. No anomalies were found during the DHR review. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were no other complaints for the reported issue. A probe sample was received for evaluation. The visual inspection of the sample was visually conforming. The functional inspection of the sample determined that the sample would actuate and aspirate properly, but would not cut tissue. The probe was disassembled and the components were inspected. There was approximately 30 minutes of wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standards. Gouge marks were also observed on the inner cutter. This indicates that the probe had been used. The product evaluation determined that the returned sample had a damaged cutting edge. Wear marks and gouge on the inner cutter indicates that the probe may have been initially working properly and became damaged sometime during surgery. Probes are 100% visually and functionally tested during manufacturing. A nonconformance (example, ¿cut failure¿) would have been detected during assembly and testing and subsequently removed from the lot. Although the sample appears to have been damaged during use, an internal investigation has been opened to evaluate trends in probe complaints and to determine if further actions are warranted. No additional action is required at this time. (B)(4).